Event description:
It was reported during implant, the physician thought the right ventricular (rv) lead helix was not fully deployed. Upon removing the rv lead and attempting to deploy the helix on the table, the helix extended normally. The rv lead was not implanted and a new lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary for (B)(4): the full lead was returned, analyzed and the lead was stretched. It was noted that the proximal conductor stretched, there was blood/body fluid on the proximal conductor (not obstructed), the inner insulation was kinked/buckled, the outer insulation was breached cut, there was blood in/on the helix mechanism, the turns to extend/retract the helix exceeds specification and the lead appeared damaged at implant. The analyst commented the lead had been stretched so the inner tubing buckled and prevents the helix from functioning properly.